Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pacemaker 2009-(B)(6), 5068 implantable pacing lead 2002-(B)(6), (B)(4).

Event description:
It was reported that the patient was taken to the hospital by ambulance after passing out when using the work secure badge reader. Interrogation of the patient's device showed a right ventricular (rv) lead impedance of >9999 ohms where the impedance trend before the patient fall was stable around 1000 ohms. The rv lead was replaced. During the lead revision, the existing device had no output when the new lead was connected. The physician decided to explant and replace the device. No further patient complications have been reported as a result of this event.